Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v698093, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an interstim which was implanted (B)(6) 2011 to help with their bladder control. It had quit working. The patient had recently started exercising in their fitness center and was wondering if there was anyway of telling if they had dislocated it or if the problem was just that the battery had died. The patient also wanted to know if there were improvements to their model or maybe new programs written for the model. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved.